Event description:
It was reported that balloon rupture occurred. The chronic total occlusion target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. After the two non-bsc guide wires crossed the ostial part of the lesion, a 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. There was no kink noted prior to use and no resistance during the procedure. However on the first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The ostial part of the lesion was dilated well. The physician then continued by advancing a non-bsc guidewire to the dorsum of the foot and completed the procedure with a 2mmx22cm coyote balloon catheter. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).